Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient reported skin irritation while using the pod between 36 and 48 hours on her back. The affected area was raised and "had a rough sensation to it." Patient was a physician and self administered a prescription ointment (clobetasol) as treatment. No further medical assistance was sought. Patient could not provide lot and sequence number at the time this complaint was reported.